Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a hole was seen in the tubing of an unspecified number of devices resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 01-apr-2026 h.1. Imdrf annex e grid (1): e2403 - no clinical signs, symptoms or conditions h.1. Imdrf annex f grid (1): f26 - no health consequences or impact investigation summary: bd received 1 used, 1 unused and 4 unopened samples, and confirmed all the samples have a crack in the tubing. Additionally, 14 photos were attached to confirm the reported defects. Ten retained samples were visually inspected; however, no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a hole was seen in the tubing of an unspecified number of devices resulting in sample leakage. No adverse impact was reported regarding the patient or user.